Manufacturer narrative:
The ce200 beamer mate was returned to conmed (B)(4) for evaluation on 22-feb-2017. The device was tested, found to meet specifications and was returned to the user facility. An inservice visit was performed 9-feb-2017 to review the use of the ce200 beamer mate and surgical technique with the surgeon. Kls martin, the legal manufacturer will file a final report with the evaluation and investigation results.

Event description:
As reported by the user facility, on (B)(6) 2017, the surgeon used the ce200 beamer mate for treatment of extensive angiodysplasia of the right-side colon. The procedure was completed as planned. The patient experienced post-operative distension of the colon and a "perforated bowel." The surgeon stated that "he believed that the beamer mate ce200 electrosurgical unit in use at the time, was set on the correct "argon right colon 30w" setting." To date, no further information has been received regarding any medical or surgical intervention performed for this reported injury, nor the patient's current status. All information regarding this complaint has been forwarded to the legal manufacturer, kls martin, who has investigation and reporting responsibilities. The reported complaint issue will continue to be monitored through the conmed complaint system.

Event description:
New information has been provided from the user facility on 31-march-2017. The original procedure was performed on (B)(6) 2017 which is corrected from (B)(6) 2017. The user facility has advised "patient receiving treatment for angiodysplasia during a colonoscopy unfortunately received a cautery type burn injury/perforation of the cecum. The perforation was not discovered until 12 hours later and by this time the patient had developed fecal peritonitis/sepsis. The patient was returned to the operating room for surgical repair of this injury then deteriorated and expired four (4) days after this second surgical intervention.